Event description:
It was reported that the physician successfully completed the internal carotid artery (ica) stenting procedure. Post-procedural computer tomogram (CT) revealed small area of vessel bleeding, which was not present on the initial CT. The pt's condition was not affected by this event. As per the physician: "it was a small bleeding without problems to the pt." The bleeding was resolved by itself without any medical intervention or medication. The physician did not feel the prods or the procedure contributed to vessel perforation.

Manufacturer narrative:
Date of event: unk, lot# and expiration date: unk. For no allegation of device malfunction or non conformance. Device MFR date: unk. For anticipated procedural complication. The device was not available for analysis. The lot number was not provided. From the info provided there is no indication that the device was not used in accordance with the labeling or that the labeling caused or contributed to the reported event. However, the labeling contains language regarding the alleged event: "potential adverse events associated with endovascular procedures (including guide wire usage in the neuro and peripheral vasculature) include but are not limited to: aneurysm rupture; access site complications including infection, hematoma and nerve injury; cerebral ischemia; death; embolism (catheter/device, air bubble, plaque, thrombus or char); intracerebral/intracranial hemorrhage; pseudoaneurysm; seizure; stroke transient ischemia attack; vasospasm; and vessel perforation, dissection, trauma or damage". Vessel perforation is considered a known potential risk of these types of procedures. Therefore, it was determined that the reported event was an anticipated procedural complication.